Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated d4 expiration date. Updated h4 device manufacturer date. Updated h6 type of investigation.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5. H11: corrected data: corrected h6 component codes by replacing code-439 with code-4755. Corrected h6 type of investigation by replacing code-4117 with code-4114. Corrected h6 investigation conclusions by removing code-22.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through the edwards implant patient registry, it was reported that 25mm 7300tfx aortic valve was explanted after an implant duration of three (3) years, two (2) months due to unknown reason. The explanted valve was replaced with a 25mm 7300tfx valve. No additional information has been provided.